Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that " the guide wire was separate, out to be spring and stuck in vein of patient while the doctor insert guidewire to patient. Therefore, he had to opened new set of cs-12402 from stock in hospital. Only partial guidewire removed from the patient. The patient was not injured."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos revealed a separation of the core wire and coil spring during use on the patient. Based on the photos as well as the additional information from the customer stating that not all of the guidewire was able to be removed from the patient, the complaint of guidewire separated was able to be confirmed, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Based on the customer photos as well as the additional information from the customer stating that not all of the guidewire was able to be removed from the patient, the complaint of guidewire separated was able to be confirmed. However, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guide wire was separate, out to be spring and stuck in vein of patient while the doctor insert guidewire to patient. Therefore, he had to opened new set from stock in hospital. Only partial guidewire removed from the patient. The patient was not injured." Associated complaints 3006425876-2024-00835 and 3006425876-2024-00834.